Event description:
A doctor alleged that a patient experienced enamel fracture of her #7 tooth, upon the debonding of the upper right damon clear bracket.

Manufacturer narrative:
It was confirmed by the doctor that the rest of the patient's upper right brackets were removed without incident; the doctor removed the other remaining brackets with a diamond bur. The patient was sent to her dentist the same day; root canal treatment was performed on her #7 tooth by the doctor and a temporary restoration was placed. The permanent crown was placed on (B)(6) 2012. To date, the patient is doing fine and has not encountered any problems with regard to her crown. The device involved in the alleged incident will not be returned by the doctor and no lot number was provided; therefore, no investigation can be conducted.